Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk) in cardiac arrest, the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction could not be duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.